Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console was not giving a flow reading. Several flow probes were tried with the same result. The unit was to be returned for repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: m1 alarm. The reported event of the centrimag console not giving a flow reading was confirmed via the submitted log file and reproduced at the edc. A log file was downloaded from the returned centrimag console. A log file was downloaded from the returned centrimag console. A review of the downloaded log file showed events spanning approximately 18 days (10feb2022, 17feb2022, 23feb2022, 07mar2022, 09mar2022, 17mar2022, 25mar2022, 27mar2022 ¿ 29mar2022, 15apr2022, 19may2022, 20may2022, 25may2022, 26may2022, 03jun2022, 26jun2022, and 18jul2022 per time stamp). Events occurring on 18jul2022 took place during testing at abbott. The system was powered on at 16:30 on (B)(6) 2022. Immediately following startup ¿flow signal interrupted: f2¿ alarms were active. The f2 alarms continued to activate throughout the remainder of the log file. At 16:37, a ¿motor stopped: m1¿ alarm activated due to the sub-fault ¿sf_lmc_sensor_selftest¿. This indicates a delay in pump lift off. The motor speed was not impacted as the motor was not running at the time the alarm activated. The m1 alarm was able to be muted and cleared. At 16:38 a ¿can bus send error¿ flow error activated and triggered a ¿system alert: s3¿. The s3 alarm was muted. The motor speed was set at 15:51; however, the flow remained blank. The motor speed was adjusted several times and the flow continued to be blank. The f2 alarms continued to intermittently activate despite other troubleshooting attempts performed such as disconnecting/reconnecting the flow probe and changing the flow filter from normal to sensitive. The flow reading remained blank until the console was powered off. There were no other notable events active in the log file. Pump operation was not affected. The returned centrimag console was evaluated at the edc. When the console was connected to a mock loop and ran for several days, flow error f2 was observed on occasion. The flow error was able to be cleared and did not return but it was still determined that the flow pcb should be replaced. A full functional checkout was performed and the unit passed all tests. The replaced flow pcb was forwarded to ppe for further analysis. The returned flow pcb was installed in a centrimag console test fixture and connected to known working test centrimag equipment. Upon booting up the system, no issues or atypical alarms were produced. The system operated the mock loop for an extended period of time without any issues or atypical alarms being reproduced. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed for the centrimag 2nd generation primary console and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ details the various alarms and alerts and the appropriate operator response, including f2, s3, and m1 alarms. No further information was provided. The manufacturer is closing the file on this event.